Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 2 years, 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted for gastrointestinal (gi) bleeding. Bipolar cautery was used to treat bleeding duodenal arteriovenous malformation (avm) during push enteroscopy. This resulted in "clean" bowel movements and suspected resolution of duodenal bleed. The patient experienced minor symptoms but worsening abdominal pain post-cautery. Due to upper abdominal gas, patient did an egd which showed duodenal avm as well as non-bleeding but high-risk inflammatory gastric polyps. Upon second scoping of upper gi, large presence of food was examined and endoscopy was aborted. Patient's symptoms have resolved and patient was informed of possible complications of polyps. Patient has been discharged as of the morning of (B)(6) 2019.

Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The patient remains on vad support. No further information was provided. The manufacturer is closing the file on this event.